Event description:
It was reported that the pump was warm to the touch. Reportedly, the pump was charging during the event. The customer's blood glucose was not impacted. The customer declined to share an alternate method of insulin therapy.